Event description:
A volume discrepancy of over 25% at refill. One month ago, 8.4cc was expected and 16-17 cc was aspirated from the pump reservoir. Today, they aspirated all of the 18 cc from the pump reservoir. Pt has complained of increased pain for the past month. Pump programming was verified as correct.the manufacturer reviewed and faxed the pump rotor study procedure to the hcp.